Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an unknown error, "session has ended I have a new transmitter". Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. A transmitter error was observed in the data. The reported event of an unknown error is reportable based on the finding of a transmitter error. No injury or medical intervention was reported.